Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the cover screw fractured in the middle of the implant (bost413) during placement. The implant was removed and another one was placed in the same surgery. Tooth location 23.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3®tapered implant was returned for inspection with a mating cover screw. A visual inspection identified that the screw was fractured at the top of the threaded region. The drive feature of the implant is confirmed to contain the other half of the screw, which was too damaged to be removed. A malfunction is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined. (B)(4).